Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer called in to complain he has worn the device for a little over a week and it has begun to come apart one layer from the other. He was concerned that he may have missed something from the instructions and would like to know why it is that is was doing this?